Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative urine hcg results received on consult hcg dipstick test 5000 25t. Patient's lmp unknown. Patient exhibiting early signs of pregnancy. (B)(6). No procedure/treatment performed based on discrepant results. Current status of patient is unknown. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention products of the reported lot. Retention devices were tested in-house with 25 miu/ml hcg urine cutoff controls and 3 high-level hcg urine controls. All results were hcg-positive at the read time and met the qc specification. False negative results were not observed during in-house investigation. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time